Event description:
Potential pacemaker malfunction and patient death. On (B)(6) 2023, (B)(6) suffered a fatal fall from a ladder, resulting in traumatic injuries. The circumstances surrounding his death raise concerns about the functionality of his implanted pacemaker. Fall incident: mr. (B)(6) fell from approximately 5 feel high on a ladder. Video evidence shows he was in distress while ascending. Witnesses, including a medical professional, observed the video. The coroner's report states the cause of death as "due 10 fall from height." Medical history: mr. (B)(6) had a history of atrial fibrillation (afib). He had a pacemaker implanted in 2022. Autopsy findings: the autopsy revealed an enlarged heart. The pathologist initially reported "no medical event details in 2023," citing lack of response from medtronic (pacemaker MFR). Discrepancies in medical records: the pt's last doctor's report ((B)(6) 2023) indicated no afib from (B)(6). Medtronic claims the last transmission from the pacemaker was on (B)(6) 2023. There was no notification of the gap in reporting from the pacemaker to the doctor or pt. However, the pt's spouse observed rapid and loud afib the night before his death. Pacemaker concerns: the pacemaker was part of a series recalled by the FDA in 2020. Medtronic claims this specific device was not part of the recall. Medtronic reported that "the monitor was not working" at the time of the last transmission, however this was not reported to the doctor or patient, but rather in a conversation held with a company representative on april 30, 2024. Monitoring and follow-up issues: there appears to be a gap in responsibility for monitoring device functionality between the manufacturer and the treating physician. The pacemaker lacked a warning system to alert the doctor of malfunction. Medicare guidelines dictate the frequency of patient check-ups, which may not align with device monitoring needs. This case highlights potential gaps in the monitoring and maintenance of implanted cardiac devices. It raises questions about the responsibility for ensuring continuous device functionality and the need for improved communication between device manufacturers, healthcare providers, and patients. We respectfully request a thorough investigation into: the functionality and reliability of the pacemaker model in question. The recall process and its effectiveness in reaching all affected devices. The protocols for monitoring and reporting device malfunctions. Especially gaps in monitoring. The communication channels between device manufacturers, healthcare providers, and patients. Your attention to this matter is crucial for ensuring the safety and efficacy of implanted medical devices and preventing similar incidents in the future. "Video of fall (B)(6) 2023."